Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2, e3 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the event occurred due to a faulty printed circuit board. However, the specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center was not capturing images using the switches when interfacing with the scope and light source, as the button was not working. The customer had to manually capture images to complete the procedures. The issue was found during esophagogastroduodenoscopy and colonoscopy procedures for several months. There were no reports of patient harm.this report is related to linked patient identifier: (B)(6)

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the reported issue was confirmed due to a faulty printed circuit board. Evaluation found a worn out video connector latch not making good contact with the pigtails. The housing had minor dents, minor scratches and minor rusted on the bottom chassis but was ok to use as is condition. The unit did not recognize 180 series scopes due to the faulty patient board set. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.